Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on unknown date. The customer blood glucose level was unknown. Customer did not get adequate amount of insulin and visited emergency room due to the incident. The customer was found out on own that the insulin was not going through from the connecting piece to the needle. It was unknown if the insulin pump was on auto mode at the time of the incident. The device will not be returned for analysis.